Event description:
During a bladder tumor resection, the working element cord burnt, causing a burn to go thru 2 layers of gloves of the surgeon's hand. No treatment needed to the surgeon's hand. Procedure was completed with no pt injury.

Manufacturer narrative:
Visual examination of the rac-b instrument finds that the cord is completely severed from the electrode connector body. The severed piece with the electrode connector body was not returned with the instrument. All of the wires at the separated section of the cord exhibit signs of charring and melting at their tips. The wire bundle inside the end of the cord appears to be otherwise intact. The insulation just proximal to the severed end is a cut in the insulation with wires exposed. Also noted is charring and burning to the handle area of the working element. The exact cause of the failure is unk. Any sign of external damage to the wire insulation would have been lost due to the melting and charring of the cord. The most likely cause of the failure is a cut or other user damage to the cord in the failure region, which would lead to an electrical short condition during activation to any nearby grounded object. This short condition would then produce arcing and burning of the wires and insulation, resulting in the ultimate failure of the cord. This type of damage is likely the result of repeated usage and/or handling damage to the cord that was not discovered prior to activation. Insp of the cord prior to use is required in the instructions for use manual.